Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock loading something into the back of their truck. Then they went to open the door and got another. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.